Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presenting via (B)(6) with intermittent oversensing. Reprogramming the device was performed. The device will be monitored.